Manufacturer narrative:
The case description states that the controller will not turn on. The returned controller initially did not turn on and was plugged in to allow to be charged. After charging, the controller successfully turned on. No damages or defects were seen that would have prevented the controller from turning on when charged. Inspection of the log files found no abnormalities or instances of the controller looping or resetting on the date of occurrence. No problems were found with the system.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to their doctor twice and was diagnosed with blood glucose (bg) values reached over 400 mg/dl. For treatment, the patient was prescribed unknown medication. The patient was discharged after 1 hour on each visit.